Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead and right ventricular (rv) lead exhibited "bad threshold and impedance" measurements due to patient anatomy. It was noted the patient's heart had fibrosis and due to repeated positioning attempts, the tip of the ra lead and rv lead were "deformed" and the physician aborted the procedure. The ra lead and rv lead were not implanted. No patient complications have been reported as a result of this event.